Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
User facility medwatch: during delivery and deployment of stent, guide wire came out of coronary artery. Stent stripped off of delivery catheter. Multiple angulations failed to find undeployed stent in artery. Flouro scan was negative. Unable to locate stent in room. Additional reported information indicates that the 2.75x12 mm xience alpine stent implant was confirmed to be on the stent delivery system (sds) prior to inserting the sds into the patient anatomy. It is not known if the balloon was inflated in an attempt to deploy the stent prior to the guide wire coming out of the coronary artery. There is a definite possibility the stent remains somewhere in the patient anatomy but was not able to be located. The target lesion was ultimately treated with another stent. The patient was fine. There was no clinically significant delay in the procedure. No additional information was provided.